Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 6.3 cm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the aneurysm length was 145 mm. Vessel morphology is unkown. The pt has a history of coronary artery disease. It was reported that there was bleeding from the right iliac artery conduit. The pt became unstable; therefore, the decision was made to convert the device to an aorto-uni-iliac device. Final angiography demonstrated no evidence of endoleak and an acceptable outcome. The pt's status is unknown, and continues to be hospitalized.